Manufacturer narrative:
Citation: nübel j, hoffmeister m, labrenz o, et al. Nt-probnp/urine hepcidin-25 ratio and cardiorenal syndrome type 1 in patients with severe symptomatic aortic stenosis. Biomark med. 2023;17(10):475-485. Doi:10.2217/bmm-2023-0034 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding whether certain biomarkers may be associated with cardiorenal syndrome type 1 in patients who underwent transcatheter aortic valve implantation (tavi). Medtronic evolut r/pro (n = 77) and non-medtronic sapien 3 (n = 17) valve types were implanted in the study population of 95 patients. Three deaths were observed within six months of tavi. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. The authors also documented the following adverse outcomes: renal acidosis, hyperkalemia, edema (pulmonary or other), bleeding requiring transfusion of two units of red blood cells, pericardial effusion, and rehospitalization within six months of tavi. No further adverse outcomes were noted in the article.